Manufacturer narrative:
Further discussions with physician confirmed that patient stabilized with medication. Devices returned, complaint condition confirmed. Balloon material separated from device. Device from previously unreported failure was not returned for evaluation.

Event description:
Two separate devices failed on same patient. Report also included a previously unreported failure that had occurred approximately three weeks prior.